Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Reporting institution phone number:(B)(6). Reporter phone number:(B)(6). Philips received a complaint on the intellivue multi measurement server x2 sn (B)(6)indicating the unit needed a speaker replacement. It was unknown if the unit was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips remote service engineer (rse) interviewed the customer. The customer confirmed the speaker was completely out of sound and there was an inoperative message present. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. It is unknown if the device was in use monitoring a patient at the time of the reported issue. No adverse patient or user event was reported.